Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device active blade broke and did not fall into the pt. An unk error code was displayed. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.